Manufacturer narrative:
This report is filed (B)(4), 2013.

Event description:
Per the physician, the patient experienced skin overgrowth of the abutment and a longer abutment was placed. In (B) (6) (day not reported) 2009 the fixture fell out. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6), 2010.correction: the correct patient identifier is (B)(4) as previously reported.the correct catalog number is 90432; not 90410 as previously reported.this report is filed (B)(6), 2011.